Manufacturer narrative:
(B)(4). The following info concerning the eval of the device is a summary of the info documented by a carefusion tech support specialist in response to a phone conversation with a hill-rom (third party service company) rep and the info documented by the carefusion failure analysis lab tech. The hill-rom (third party service company) service tech in conjunction with the carefusion tech support specialist determined that the root cause of the reported event was that the device's air/o2 blender was faulty. Hill-rom (third party service company) was shipped a replacement airo2 blender to repair the device and return it to the rental pool ready to be placed back into rental service. The carefusion failure analysis lab tech evaluated the device's airo2 blender, verified the complaint and determined that the root cause of the alarm failure was a damaged alarm reed plate. The carefusion failure analysis lab tech was unable to determine the cause of the damage to the alarm reed plate. However, this type of damage is generally caused by the application of an unapproved means of force or pressure against the reed on the alarm reed plate. A review of the carefusion complaint system for the past 90 days did find two verified like failure. However, as these are known failure caused or contributed to by an unapproved means of force or pressure, another investigation is not required.

Event description:
The following description of the event was documented by a carefusion tech support specialist in response to a phone conversation with a third party service company rep. "[Name removed] called to report that this vent was delivered back to the toledo branch, but once again, the vent was not delivered in a crate and suffered shipping damage. [Name removed] received the vent back and found the blender was "hit." He checked the ventilator and that all passed specs. When he went to check the blender, he found that the bypass does not alarm when either gas source was disconnected. He double checked this and confirmed that whenever air or oxygen was disconnected, the blender did not alarm. I will have blender s/n (B)(4) returned under rga# (B)(4) and send him a replacement. (B)(4)."